Manufacturer narrative:
H6 update: the previously applied patient code e2314 is no longer applicable. Continuation of d10: product ID: 8781, serial #: (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. The gastric fistula was a pre-existing condition prior pump implant. The pump and catheter were discarded.

Event description:
Information was received from a foreign healthcare provider (hcp) via distributer (dist) regarding a patient receiving gabalon (50 mcg/day, unknown concentration) via implanted infusion pump indicated for cerebral palsy. It was reported that on (B)(6) 2024 the pump was implanted. The patient was discharged home on (B)(6) 2024. On (B)(6) 2024, an infection occurred in the patient's back. There was a tendency of infection in the abdomen, so the entire pump system was removed. Debridement and antibiotics were used, and progress was observed. Subsequently, the infection was stable. There was no causal relationship to the drug, pump, catheter, or programmer. It was unknown if there was causal relationship to the procedure. It was reported that the patient had a gastric fistula and might have an infection. As the itb therapy was effective, re-implantation was being considered. If possible, the risk might be lower if implantation was possible at a hospital near the patient's home. No further information was reported.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 28-mar-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.